Manufacturer narrative:
The initial reporter named is a getinge employee who has different contact details from that of the event site. A contact person at the event site is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp. Additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a preventative maintenance (pm) service repair performed by a getinge field service engineer (fse), it was discovered that the cardiosave intra-aortic balloon pump (iabp) safety disk failed the 3rd and 4th test of the pim section of all manifold test. This was a failure upon installation of the safety disk. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: h6 (type of investigations, investigation findings & investigation conclusions). Corrected fields: g1 (contact person), h6 ( impact codes). The getinge field service engineer (fse) that encountered the issue replaced the safety disk and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety tests per factory specifications. The iabp was then released to the customer and cleared for clinical service. The removed safety disk was returned to national repair center (nrc) for evaluation. The national repair center installed the safety disk into the cardiosave test fixture and tested the safety disk to factory specifications per procedure and the cardiosave service manual. The nrc verified the failure of the disk failing the membrane differential pressure test with results of 7mmhg. The factory specification is 6+- . The safety disk failed testing. Retaining the part in the failure analysis and testing department per procedure .

Event description:
N/a.